Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. Approximately eight hours post op, the patient developed protracted vomiting. The suture broke along the facial closure and the patient experienced a wound dehiscence. The patient was returned to the operating room and the wound was reclosed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.